Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results the product was returned, but not in the original packaging. It was observed that the driver was fractured at the tip. Root cause description a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the driver during the implant placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU 570 rev 7 (hahn tapered implant system) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 7 (hahn tapered implant system) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the driver fractured at the tip. Per the report the driver tip fractured inside of the implant and the implant had to be removed due to the driver tip being stuck inside the implant. The doctor could not restore the implant.

Manufacturer narrative:
Additional patient, event and product information has been requested from the customer. Customer did not provide any product or patient information. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).